Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a breakfast meal announcement with blood glucose at 113 mg/dl, the ilet suspended insulin delivery and the user experienced hypoglycemia, with a lowest blood glucose of 59 mg/dl and an out-of-range duration of about 30 to 40 minutes; the user was early in the learning period of the system, and troubleshooting and education were provided. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention. Investigation included case review and user education regarding ilet learning and use. Investigation of this case revealed no device malfunction identified and an unclear cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.